Event description:
Pt admitted in 2003 for an abdominal hysterectomy and bilateral salpingo-oophorectomy and omental j-flap due to squamous cell carcinoma of the cervix. In 2003 the surgeon pulled the j-p drain that had been inserted during the procedure in 1983. The (approx 12 inches of the end of the drain) end of the drain broke off and part of the j-p drain was retained in the pelvis. The pt was taken back to surgery 4 days later for removal of the retained j-p drain. The j-p drain was removed and the pt was discharged three days later.